Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using three gore® tag® thoracic endoprostheses (tg3115/06629486, tg3420/0649847, tg3415/06664311, from proximal to distal) to repair a thoracic aortic dissection. The proximal neck diameter was 29 mm, and the distal neck diameter was 28-29 mm. After the placement of tg3115/06629486 most proximally and tg3420/0649847 and initial touch-up ballooning, intra-operative angiography showed a proximal type I endoleak and a distal type I endoleak. Touch-up ballooning to the proximal end of the device was performed again, and the tg3415/06664311 was implanted distally. Final angiography showed that endoleaks were not present. The patient tolerated the procedure. On (B)(6) 2009, follow-up imaging showed no issues. The diameter of the aneurysm was 63 mm. On (B)(6) 2009, six month follow-up imaging revealed a proximal type I endoleak. The diameter of the aneurysm enlarged to 68.4 mm. The physician elected to monitor the patient. On (B)(6) 2010, one year follow-up imaging showed that the endoleak remained. The diameter of the aneurysm was 68.6 mm. The patient discontinued follow-up, therefore, no further information is available.